Event description:
It was reported that during use in a shoulder arthroscopy for a bankart repair, the needle of the suture hook broke off at the distal tip. The broken portion was retrieved arthroscopically and the procedure was completed without further problems. There was no injury associated with this event.

Manufacturer narrative:
Investigation findings: the suture hook is not being returned for investigation. A review of proudct history shows this as the only reported problem for this failure mode with this device. Conmed linvatec will continue to monitor this product for failures.